Event description:
It was reported that device has a bad syringe size sensor and cannot calibrate. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed all cases in excellent condition. Battery door was cracked. Device serial number on display did not match with serial number on the label. Customer?s reported issue was duplicated during syringe test and calibration test. The root cause of the reported issues was determined to be normal wear; device was over six years old. Tapered spring, barrel guide and rod are worn out and broken. Size pot does not operate as intended, not calibrating properly. Actions taken to mitigate the reported issue: replaced tapered spring, barrel clamp rod and barrel clamp guide. Replaced size pot due to calibration issues. Performed preventive maintenance and all functional testing which passed.